Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon interrogation, it was noted that the right atrial lead exhibited auto mode switch episodes due to lead noise. The lead was capped on (B)(6) 2017 and the patient was stable during and post procedure.